Manufacturer narrative:
(B)(4).

Event description:
The customer reported that, during patient use, an 840 ventilator was ventilating normally, when the patient was removed from the ventilator. The patient was removed from the ventilator for transport to another facility for surgery. The customer reported that later the patient expired. The customer reported that the ventilator did not contribute to the patient outcome.